Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubie pockets except row b had duplicate address. A field service engineer reseated the flex cable and the row cable, then tested the unit in hardware test application (hta) and confirmed that all cubies were visible and the test passed, cleared all existing cubie errors and returned the cubies containing medications to the pharmacy. The remaining cubies were functional, performed another test in hardware test application and again confirmed that all cubies were detected and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary entire drawer 5 all the pockets have the duplicate address detected. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.